Event description:
It was reported that the patient underwent a surgery to treat lumbar disc herniation with implant of a peek interbody device. Approximately 3 months post-op the patient complained of pain when lying down and while moving the leg. No malfunction was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.